Manufacturer narrative:
(B)(4): physio-control evaluated the device and observed proper device operation through functional and performance testing. The device was returned to the customer for use. A clinical review determined that use error contributed to the reported event. When the synchronized cardioversion function was turned on, the sync markers were in the correct location; however the customer reported that the markers were not correct, so the sync function was turned off. The patient then received a non-synchronized shock, which placed them into the ventricular fibrillation rhythm and required the four (4) additional 360 joule defibrillation shocks to convert them to a normal sinus rhythm.

Event description:
It was reported that the patient was being treated with synchronized cardioversion for being in an atrial fibrillation rhythm when the patient received a non-synchronized shock, which then placed them into a ventricular fibrillation rhythm. The patient required medical intervention to bring their heart rhythm out of ventricular fibrillation. The clinic staff was able to shock the patient four (4) times at 360 joules and then the patient experienced a normal sinus rhythm. The patient did survive.